Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having trouble calibrating the sensor. The customer stated that they had a bent cannula and when they were trying to calibrate the pump option was greyed out. The customer had a blood glucose of 436 mg/dl. The customer declined troubleshooting for the bent cannula and the blood glucose. Nothing is returning.

Manufacturer narrative:
The information provided in section was incorrect with the initial report. The correct information has been provided with this report.